Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported that they experienced high blood glucose level. The customer's blood glucose value was 473 mg/dl. Auto mode not active at time of event due to leaking infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer's blood glucose values were 473 and 47 mg/dl. Customer treated high blood glucose with the insulin pump and declined to troubleshoot. Insulin pump will not be returned for analysis.